Event description:
During a tfn procedure the surgeon inserted the 11 mm 130 degree cannulated trochanteric nail and then proceeded to insert the 11.0 mm helical blade. The blade got stuck halfway through the nail. Surgeon removed the blade and the nail, selected another nail and blade and completed the procedure. There was no extended time and no effect to the patient. This report is 1 of 2 for this event (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)